Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient was implanted with ICD, pneumothorax was observed. Patient's condition was treated by placing two chest tubes. Investigator reported the event to be unrelated to the implanted device. Ra lead still remain implanted. Patient was stable and discharged.